Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. Three (3) retention samples were also evaluated, and no issues were noted. The retention samples were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the venous line of gambro cartridge set during hemodialysis therapy. The volume of blood loss was les than 150ml. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.